Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
The date received by manufacturer that was submitted in the initial report was actually the date of the event value by mistake. The corrected value for the date received by manufacturer is included in this follow-up report.